Event description:
It was reported that this implantable pacemaker was found to be in safety mode. The device was explanted. No additional adverse patient effects. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode. The device was explanted. No additional adverse patient effects. The device is expected to be returned for analysis. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode. The device was explanted. No additional adverse patient effects. The device is expected to be returned for analysis.